Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported after our crews had complications on a infant code this morning, we found out that they had issues extracting the needle after drilling the child. On the morning of (B)(6) 2025, I attempted to use the pink io needle and failed twice. First issue was the magnet of the drill would not be released, and the needle needed to be held down with force to keep it from dislodging. The second issue was separating the bit to remove the needle. There was no twisting and pulled straight up, the needle portion would not come off. An attempt was made using the release tabs at the bottom, but it did not help. No patient harm, however, there was a delay in care. The was a delay of "probably under 5 minutes" of medication administration. On the scene, physician secured another device from his response vehicle.